Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd discardit¿ ii 2 ml syringe had a plunger is not properly sealing inside the barrel. The following was reported, "the plunger is not properly sealing the inside of the barrel :air goes inside."

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected sample. A leakage through the plunger rod was observed in this provided sample. After that bd could determine a damage in the plunger rod by the evaluation of the plunger with magnification. Bd could confirm the reported issue. After the evaluation of the received sample, bd concludes that the cause of the problem was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that a bd discardit¿ ii 2 ml syringe had a plunger is not properly sealing inside the barrel. The following was reported, "the plunger is not properly sealing the inside of the barrel :air goes inside."